Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-10103. The patient (B)(6) was implanted with an occipital nerve stimulation (ons) system (off-label) which included two leads from the same lot (device 1) and third lead from a different lot (device 2). It was reported the patient was no longer feeling stimulation on the right side. The physician elected to proceed with surgical intervention. During the procedure, a break in the leads was observed. The physician explanted and replaced the leads which resolved the reported issue. It was noted the patient had effective stimulation following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.